Manufacturer narrative:
H10: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a rotator cuff repair, the boinductive implant was implanted in the top of the rotator cuff repair. After implantation, but before being fixed to the tendon, the top plastic part broke off within five minutes. Additionally, the metal prongs holding the implant detached, and the implant itself separated. These parts were floating in the joint and entangled in soft tissue, requiring an hour to remove from the patient. Two arthroscopic graspers were used for the removal. The procedure was completed without the boinductive implant and with a surgical delay of 1 hour. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the device was received for evaluation at the manufacturing site; however, a physical product evaluation was not possible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the implant materials and dimensions are specified, a certificate of analysis is required with each lot, and the appropriate material tests with the expected results are mentioned. The root cause of the reported event could not be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.